Manufacturer narrative:
Clarification to d6a implant date: partial date provided as "more than 10 years ago". Information is too vague to add a date to the field. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture confirmed via MRI. Device remains implanted.